Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter attempted to power the pump on with multiple batteries from different packages with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2013 with the following findings:a review of the pump¿s history showed an unconfirmed replace battery alarm on 06/03/2013; the unconfirmed alarm caused the pump to reboot multiple times. No damage was found to the battery compartment or battery cap. The returned battery cap attached to the pump securely and the pump powered on normally. The pump was exercised for 24 hours and no power issues occurred. The pump cover was removed and no internal moisture or damage was found to the power circuit or battery flex. The complaint could not be confirmed or duplicated. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed normally. Additionally, the pump¿s history showed a time and date reset to factory default. Testing confirmed the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.